Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was within specification. The patient sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hbe results for 1 patient on a cobas e 801 analytical unit compared to an abbott alinity analyzer. On (B)(6) 2026, the initial anti-hbe result was 0.813 coi, interpreted as reactive. The repeat result after recentrifugation of the patient sample was 0.765 coi, interpreted as reactive. These results were deemed "false positives", as the patient's other hepatitis b markers were "negative". On (B)(6) 2026, the repeat result of a portion of the patient's serum sample tested on the abbott alinity analyzer was 1.58 s/co, interpreted as non-reactive.

Manufacturer narrative:
The alarm trace showed sample clot detection alarms. The patient sample was received for investigation. The investigation was able to confirm a heterophilic antibody interference in the patient sample. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." No product problem was identified.